Event description:
It was reported that the caregiver experienced significant resistance when attempting to turn and lock the luer connector to the ilet, requiring pliers to engage the connection, while the connector rotated normally on the device without a cartridge installed; difficulty persisted with a new cartridge until the caregiver removed the cartridge, blew into the chamber, and then successfully connected and locked the assembly. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical intervention or hospitalization. Investigation included technical support troubleshooting and education provided remotely. Investigation of this case revealed that the connector-cartridge engagement was initially difficult to rotate and lock, then resolved after user intervention, suggesting an intermittent mechanical fit or obstruction at the connection interface. It was concluded that the event involved a device connection issue at the luer interface without clinical harm, and that continued monitoring by the caregiver was appropriate, with instruction to contact support if recurrence occurs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.